Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed motor error during basic occlusion test due to faulty force sensor resistor. Unable to perform basic occlusion, occlusion, prime/a33, excessive no delivery test due to motor error alarm. The motor was tested outside the device and passed motor test. The insulin pump has minor scratched display window, cracked reservoir tube lip and cracked battery tube threads.

Event description:
It was reported the customer received a motor error alarm during a bolus. Customer's blood glucose was 200 mg/dl. The customer's mother could not recall any significant events leading to the alarm. It was also found the customer was able to complete the rewind sequence on their insulin pump. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.